Event description:
The customer reported that there was a communication failure error message. Further info found that the system experienced a system lock up and required a system reboot to regain system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No service has been provided at this time. No conclusion can be drawn as conclusive repair into is unavailable at this time and no add'l service info was provided.